Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (concentration 2000, daily dose 800) via an implantable infusion pump. Indications for use included intractable spasticity. Other medications the patient was taking at the time of the event included: duloxetine, caffeine, feso4, ditropan, lyrica, zantac, nitrofurantoin, and bumetanide. The patient&#38112;pertinent medical history included paraplesia, ivc filter, suprapubic catheter, anemia, gerd, and polycystic ovarian disease. It was reported that a motor stall occurred on (B)(6) 2015, which was found at initial interrogation. The patient had magnetic resonance imaging (MRI) on (B)(6) 2015, and the pump was not interrogated until (B)(6) 2015. There were no audible pump alarms. The event logs were not accessed and reviewed per the hcp, and no motor stall recovery had occurred at that time. Additional information was received from the hcp. Regarding what troubleshooting was performed related to the motor stall, interrogation and calling the manufacturer were reported. Regarding what actions/interventions were taken to resolve the pump motor stall, it was noted it resolved spontaneously. The magnetic resonance imaging (MRI) caused the pump motor stall, and the stall was resolved. [The pump was explanted due to the patient developed meningitis, which is captured in manufacturer's report # 3004209178-2015-17351].